Event description:
A user facility reported to fresenius that a blood leak occurred two hours into the patient's continuous renal replacement therapy (crrt) with the multifiltratepro hdf cassette. The kit was checked and an external leak of the pre-filter was identified. It was reported that the leak occurred from a rise in transmembrane pressure (tmp) which went up to 370. The machine alarmed with a tmp is high alarm. It noted that the membrane of the pre-filter was torn. There were no issues during priming. There were no loose connections. The patient¿s estimated blood loss was less than 50cc. The patient did not experience a serious injury or require medical attention. The patient¿s treatment was restarted on a new multifiltratepro machine with a new multifitlratepro kit. The sample was discarded.

Event description:
A user facility reported to fresenius that a blood leak occurred two hours into the patient's continuous renal replacement therapy (crrt) with the multi filtratepro hdf cassette. The kit was checked and an external leak of the pre-filter was identified. It was reported that the leak occurred from a rise in transmembrane pressure (tmp) which went up to 370. The machine alarmed with a tmp is high alarm. It noted that the membrane of the pre-filter was torn. There were no issues during priming. There were no loose connections. The patient¿s estimated blood loss was less than 50cc. The patient did not experience a serious injury or require medical attention. The patient¿s treatment was restarted on a new multifiltratepro machine with a new multifitlratepro kit. The sample was discarded.

Manufacturer narrative:
Investigation: the described situation is adequately addressed in instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. According to material information section, complaint sample is not available. Retained samples examination: the examinations informed below were applied to the retained samples. Visual inspection: the samples were checked for component defect, assembly failure, conformity with the product specification. Leakage test: the samples were checked under air/liquid pressure for assembly failure and leakage. As a result of examination, no failure detected on the retained samples. The complaint was admitted, however exact reason of the defect could not be determined due to absence of original sample examination. According to complaint description and attachment, possible reasons of the defect might be related to raw material (molding failure on pressure dome), assembly failure (nonconforming tube dimension or assembly process), improper connection of the pressure dome, but not limited to.

Event description:
It was reported that during a patient¿s continuous renal replacement therapy an external leakage of the pre filter was observed. The patient experienced approximately 50 ml of blood loss. The blood was returned to the patient and the patient¿s treatment was restarted. The sample is not available. Additional information was requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.